Event description:
It was reported that the customer had a blood glucose level of 430 mg/dl. The customer stated she had received multiple no delivery alarms. Standard troubleshooting was performed. The insulin pump functioned as designed. The customer was advised that the no delivery alarm was caused by a reservoir or infusion set occlusion. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).